Manufacturer narrative:
Batch review performed on 23 april 2018; lot 175392: (B)(4) items manufactured and released on 05 january 2018. Expiration date: 2022-12-17; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 week after primary due to cup mobilization, detected 2 days after implantation. The cup was removed and an mpact two-holes tg 52 was implanted, fixed with two screws. The ball head and the liner were revised, too. Postero-lateral approach used in primary.